Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) surgical intervention to implant tactra device due to infection from previous ipp implant. There were no additional patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date data were obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.